Manufacturer narrative:
Updated fields- d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI) - (B)(4).. The microsensor was received for evaluation. Device history record- product 826631 with lot 3676839, met specifications when released on may 7th, 2019. Failure analysis- unknown film matter covering sensor area that is part of the manufacturing process. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor (ID 826631 - neuromonitor basic kit) could not be zeroed during the pre-testing on (B)(6) 2020. Then the physician changed to another of the same microsensor which still could not be zeroed. Finally, the physician used the third microsensor which could be zeroed normally. The event led to 30 minutes surgical delay with no patient consequences.